Event description:
The patient reported frayed wires on the power supply cable and sparking occurred. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.